Event description:
International affiliate reports microsensor was implanted in 2000. An icp monitor was connected to the microsensor and intracanial pressure was monitored for about one hour. Transmission ceased when the cable from the icp monitor was connected to hospital's hewlett packard monitor. The icp monitor indicated that there was no microsensor detected when; in fact; the sensor was connected. The pt was returned to the theatre to have the sensor replaced.